Event description:
It was reported by the nurse practitioner that the patient developed horner's syndrome since having vns implanted. The surgeon was made aware of it and is monitoring the patient as well. Additional information was received confirming the patient's device was turned on right after surgery per the request of the nurse practitioner. System diagnostics showed everything was within normal limits. That same afternoon following implant, the patient went to the clinic to have it programmed off. It was suspected that the cause was the implant procedure but not vns itself. No additional relevant information has been received to date.